Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device was able to confirm the reported allegation of fiber overheating. Examination of the fiber identified a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge; which likely resulted in the reported issue that the fiber was overheating. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibits severe devitrification at output window and the metal cap exhibits severe detritus adhesion on surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The fiber was functionally tested with helium-neon (hene) laser fixture. The testing conducted did not show any breaks along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature (close to or higher than epoxy degradation temperature) near the laser beam output window. These factors are likely to cause metal/glass cap misalignment, metal cap detachment, or circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure the fiber was overheating despite setting up the irrigation. The physician used a new laser to complete the procedure without clinical consequences to the patient. Analysis of the returned device identified a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.